Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01033. The pt ((B)(6)) received an scs system on (B)(6) 2010 consisting of two ipgs and four percutaneous leads. It was reported that the pt developed an infection at the ipg site. As a result of the infection, the pt was hospitalized and treated with intravenous antibiotics. It was reported that the pt is currently being treated with intravenous vancomycin and steroids under the guidance of both his implanting physician and an allergist. It is undetermined whether a culture was taken or any allergy testing. The next course of action for the pt is undetermined at this time. The devices had not been explanted.